Event description:
Since having implants placed I have progressively declined in health. I am working on explanting. In the process I am networking with thousands of women going through the exact same thing. Why is this not being made known to women. I really don¿t understand why they are allowed on the market with all the problems they are causing widespread. How can we as a group of women harmed by these products work to make them safer and either get them removed from the market or make women aware of consequences that could occur if they choose implants. I can provide serial numbers etc if needed. I can also send thousands of women your way with same complaints. Please help us prevent other women from becoming ill as we have. Company name: mentor, company phone: (B)(4), company street address: (B)(4).